Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was passing out, throwing up, and had received shocks. At the emergency room the patient's spouse stated that blood was drained off of the patient and that three days later it happened again. The caller also stated that emergency surgery was performed as the patient lost more blood and skin grafts were done where the heart was leaking blood "because the wire and screw were jammed up in there" follow up with the company representative who spoke with the physician indicated that the right ventricular (rv) lead perforated as the screw was placed with too much forward pressure, which resulted in inappropriate sensing and and inappropriate shock therapy. Blood had been drained from the pericardial effusion with more needing to be drained three days later. It was noted no skin grafts were needed. The patient underwent a procedure to reposition the rv lead and during that procedure, the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.